Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 463 and 462 mg/dl. Troubleshooting was declined for high blood glucose. Customer reported that the transmitter was not connecting to insulin pump. Customer proceed with troubleshooting for loss of communication. The insulin pump will not be returned for analysis.